Event description:
The lay user/patient contacted animas on (B)(6) 2012 alleging that the pump would not power on and she was unable to remove battery out of it. The patient reported that the alleged issue began 2 days prior to contacting animas. It is not known if the pump alarmed to replace battery prior to the pump losing power. At the time of troubleshooting, the patient denied any trauma or water exposure to the pump. The patient claimed the battery cap threads were intact and that the battery cap was secured to the pump. The patient claimed she took the pump to the pharmacy for assistance; however, they were also unable to remove the battery from the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): there were no power resets observed in the black box history. There were no alarms related to the complaint in the pump alarm history. The pump was booted to the verify screen with the appropriate vibratory and audible alarms. There was no damage found to the battery cap or battery compartment. The returned battery cap was found to be within specification. A battery cap function test was performed with no connection issues. The pump cover was removed and there was no moisture or damage found to the battery flex or power circuit. The pump was exercised for 24 hours with no power loss issues.